Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, system keyboard had an issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system keyboard had an issue. A field service engineer (fse) suspected that the problem was due to the station having an 82-key keyboard with the number lock function enabled and proper operation was verified in diagnostics and application. The pharmacy technician confirmed issues with the num lock functionality. The system functioned as intended after the field service engineer troubleshot the device. E1. Other occupation - (B)(6).